Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported that the snaplock assembly disconnected from the catheter. The customer returned one flat filter nrfit, one snaplock assembly nrfit, and epidural catheter (reference attached files inp1900084895). The returned components were visually examined with and without magnification. The filter and snaplock assembly appear typical with no defects or anomalies observed. Visual examination of the returned epidural catheter revealed the catheter appears used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. Also, the returned catheter was received tied in a knot at approximately 55mm (ruler: 10171599) from the proximal end. No other defects or anomalies were observed. A functional leak test was performed on the returned snaplock assembly and epidural catheter per amrq-000017 section 7.5; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds (stopwatch: ref-002839). No leaks were detected and the components remained secured. A functional spontaneous partial opening (spo) test was then performed per amrq-000017 section 7.7; rev 8. The proximal end of the epidural catheter was re-inserted into the snaplock assembly until it bottomed out and the snaplock assembly was locked. The components were confirmed to be secured by tugging gently on the catheter. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock assembly was confirmed to have remained securely locked with the catheter inserted. No functional issues were found. No corrective action needed at this time since no functional issues were found with the returned snaplock assembly. The reported complaint of the snaplock assembly disconnecting from the catheter could not be confirmed through functional testing of the returned snaplock assembly. The snaplock assembly was secured to the returned epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. Therefore, based on functional testing of the sample, no problem was found with the returned snaplock assembly. No further action is required at this time.

Event description:
The catheter was disconnected from the snaplock adaptor during placement. Therefore, the catheter and the adaptor were removed and replaced with a new kit.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was disconnected from the snaplock adaptor during placement. Therefore, the catheter and the adaptor were removed and replaced with a new kit.